Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. The lead function of the lead was tested and no electrical anomalies were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.